Event description:
It was reported that the manufacturer representative was in a case in which an implantable neurostimulator (ins) and lead replacement. It was stated that the lead was disconnected and reconnected, but it would not reseat properly or screw down. It was later reported that the set screw would not seat and torque down onto the lead, which enabled the lead to be pulled out of the header block. A second ins was opened and torqued down properly. Once the ins was placed, the impedances were retested and showed greater than 4000 ohms. The healthcare provider thought there was an issue with the lead as well. Motor response was only seen on one contact. The manufacturer representative was to try a new lead. Additional information received reported that the patient was scheduled for a full replacement (lead and battery). The old lead was replaced and it was connected to the new battery and the impedance measurements were over 4000 ohms; even when tested at 5 volts. The issue was found to be with the screw set not seating. The manufacturer representative was instructed to use a second battery. The lead was connected to the new battery and impedances were still not clearing so, a second lead was used as well. One the new battery was connected to the new lead, all impedances tested well and the patient was doing well. Please refer to mfg. Report # 3004209178-2013-17440, as this report pertained to the difficulties encountered during the replacement of the original system.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b3py, product type: lead. (B)(4).